Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2021-00164.

Event description:
It was reported that two closure tops stripped during final tightening intra-operatively. The closure tops were removed and the procedure was completed. There was no reported impact on the patient. This is report two of two for this event.

Manufacturer narrative:
Additional information in: h6: component codes, type of investigations, findings, and conclusions. Device evaluation: visual inspection reveals that one has damaged outer threads and the other has damaged hex so that the hex is difficult to recognize. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. Device use and compatibility this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that two closure tops stripped during final tightening intra-operatively. The closure tops were removed and the procedure was completed. There was no reported impact on the patient. This is report two of two for this event.